Manufacturer narrative:
The investigation into a patient's stroke/cerebral vascular accident has been completed. Product was not returned. Data logs were not provided. Patient was given 25 (u/ml) of heparin during the case. The cause of the stroke issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 40-year-old patient received support with extracorporeal membrane oxygenation (va-ECMO) and an impella 5.5 smartassist heart pump due to heart failure and cardiogenic shock. It was reported that the patient suffered a cerebral hemorrhage and died while on impella support. No further clinical details are currently available.